Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot, donor history, and donor complaint review. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Account reports that they performed a antibody identification panel on a patient who had a positive screen in gel. Account received negative results on the panel using mts anti-igg card and resolve panel b lot rb471. Account supposedly reconstituted the cells to 0.8% but they used mts diluent 2 plus instead of mts diluent 2. Patient had been transferred to this site from another hospital. Account contacted the first hospital and discovered that patient had a history of anti-s and anti-e. No harm came to the patient. Account only selected s and e negative units for transfusion. Issue started on: (B)(6) 2017. Methodology used: manual gel. Incubation time (for manual test only): 15 minutes. Reaction grade obtained: negative initially. Customer was expecting: positive. Test repeated: not until after account reported observation to cts. Result obtained by repeating: 3+ positive. Method used to repeat: manual gel. Daily qc performed and found to be acceptable. Sample type: edta plasma. Cards /cassettes/rbc storage condition temperature: per IFU. Visual appearance before use: all reagents have a normal appearance prior to use. Cts had site repeat testing. Account did so in manual gel and received 3+ results. Anti-s and anti-e identified. Site contact suspects that tech who performed the original testing, forgot to add the patient's plasma.